Event description:
"Unwitnessed fall: long term care resident got up at 0530 to go to bathroom. Resident reported that he either got foot caught in siderail or pant leg caught on corner of rail. Injury was bruise on right side of cheat. Potential for serious injury or death. Bed is electric hi-lo and was in near-low position. Siderail was down. Single rail runs along top 2/3 of bed and has slots (is not solid). Corners are rounded clothing could get caught on it. The bed manufacturer is carroll healthcare. I was unable to report this to them no way on website. (B)(4). The company is carroll healthcare. The series is spirit. The only number on the bed is (B)(4). Please advise."